Manufacturer narrative:
(B)(4). Report source foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a bilateral tmj procedure on an unknown date. Subsequently, the patient is being considered for a pmi device for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
It was found that there are no prior events for the patient. The custom implant request not involve a revision of previous devices. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was found that there are no prior events for the patient. The custom implant request not involve a revision of previous devices. The event is now considered not reportable.